Event description:
It was reported that when using the bd pyxis¿ es server all ehr messages have not been crossing over to pyxis since approximately 9:00 am today. The user informed that patient and order data were not updating in pyxis from the ehr system. The customer it team was currently planning to reboot the server as part of their troubleshooting efforts, and the user had requested that csc also investigate the issue.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6)was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device of this incident, it was determined that the electronic health record (ehr) messages were not transmitting to pyxis. A technical support specialist (tss) remotely accessed the server and identified that messages were not current by running a downtime query. The becton dickinson (bd) external messages, inbound messages, and net.tcp services were restarted, after which a re-run of the query confirmed that messages were current. The tss then followed the relevant knowledge article "med es server messages not processing concurrent error" for concurrent message errors and applied the hotfix, which resolved the non-concurrent errors in the pyxis inbound communication log. The system functioned as intended after technical support specialist troubleshot the device.